Event description:
During remote monitoring, episodes of oversensing and low pacing impedance were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but could not be confirmed to be the cause of the electrical anomalies. As the patient was no longer pacemaker dependent, the physician elected not to perform any intervention at this time. The patient was stable and will continue to be monitored.